Event description:
Complainant alleged that while performing a defibrillation self test during a routine preventative maintenance check, the device intermittently would not display message code "test ok" on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.